Manufacturer narrative:
A product sample was not returned for evaluation. The reporter indicated that the event was due to the user of the device, and the device did not contribute to the event. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported that a patient experienced a rhegmatogenous retinal detachment during a vitreoretinal surgery. The reporter informed that the device did not contribute to the event as the contributing factor was the user. A pars plana vitrectomy and a gas treatment was required after the event. Patient symptoms resolved. There is no additional information available at this time.